Event description:
It was reported that while using bd bbl¿ mueller hinton ii broth, cation-adjusted there was insufficient growth in two bottles. No patient impact reported. The following information was provided by the initial reporter: "bacteria don't grow well."

Manufacturer narrative:
H.6. Investigation summary: components are milled and blended (where required), and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history records. The batch history record review indicated no discrepancies. All release testing was satisfactory for both lots. Release testing includes dehydrated medium appearance, solution appearance, ph, and biological performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no confirmed complaints on this product for the defect in question. A similar complaint was raised by this customer in december 2022. No returns or photos were received. The customer complaint states that they are having problems growing strains of microorganisms (acinetobacter, klebsiella, e. Coli) and that strains are no longer meeting their known optical densities. After multiple attempts, no further details were received regarding the customer¿s preparation or application of this media. We are unable to replicate the customer¿s application and no further investigation can be performed. From the information provided by the customer, this complaint cannot be confirmed. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mueller hinton ii broth, cation-adjusted there was insufficient growth in two bottles. No patient impact reported. The following information was provided by the initial reporter: "bacteria don't grow well."